Event description:
A malfunction alarm occurred with the equipment, identified by the error code malf 0. The customer did not report whether their blood glucose level exceeded 500 mg/dl, hence there was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and call back if the malfunction recurs.